Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2022 and topical skin adhesive was used. The package was broken when the nurse wanted to open it. She thought it was not safe for the patient, so she changed the new one. The procedure successfully completed. No adverse patient consequences.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information provided: was surgery delayed due to the reported event? No. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please describe the sterile packaging: there is a little tears at the corner of the package. Do you have any photos of the damage package? No, but device will be returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Addtional information: d9. H3 evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned product revealed that one opened sample of product code was received for evaluation. Upon visual inspection, it was observed that the blister from the packaging was damaged (crushed) but not perforated. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.